Manufacturer narrative:
The manufacturer received additional information confirming that the patient's anatomy was not suitable repair with a mitral ring, and the event was therefore not device-related. As the root cause of the event can be attributed to the patient's anatomy, no further investigation is warranted at this time. Device not available for return.

Event description:
On (B)(6) 2017 the manufacturer was notified through patient tracking of memo 3d size 30 (sn# (B)(4) that was implanted and explanted on the same day (B)(6) 2017. It was reported that the patient's anatomy was not suitable for a repair, regardless of the type of mitral ring.

Manufacturer narrative:
The manufacturer is in the process of following up with the physician to determine further information on this event. This event is being reported in a conservative manner due to limited information. Not yet determined if device available.

Event description:
On (B)(6) 2017 the manufacturer was notified through patient tracking of memo 3d size 30 (sn# (B)(4)) that was implanted and explanted on the same day (B)(6) 2017.